Event description:
It was reported that the customer went swimming into the ocean with the insulin pump still attached to their body. The device alarmed battery failed error. The customer replaced the battery, allowed the insulin pump to dry, but when they pressed a button the numbers kept ramping. The customer's blood glucose was 200 mg/dl. During the phone call, the insulin pump alarmed button error. Troubleshooting was not performed due to unresponsive buttons. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. The insulin pump alarmed for a failed battery test due to a faulty battery tube. The insulin pump functioned properly after unplugging and plugging the battery tube connector into the interface board. Traces of corrosion were found on the electronic, motor, and vibrator motor. The insulin pump was received with a cracked case at display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.